Event description:
It was reported that the customer had been in the hospital due to diabetic ketoacidosis for about 11 days. The customer's blood glucose level was 700 mg/dl at the time of the 911 call. Customer stated that when she got home and went to fill the pump, she did not have the cap to fill the pump. Customer reported that she got the battery back in the pump and received a battery out limit alarm and a no delivery alarm. Customer just got home after being in the hospital overseas while on a cruise. The 911 call was on (B)(6) 2014 and the customer hurt her back. As a result, the customer received two spinal shots that caused her blood glucose level to spike, and she was unable to use her pump. Customer's blood glucose level had been going high. Customer treated with a manual injection. It was explained that the pump had an unexpected restart and this was normal pump behavior. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.